Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 1 of 2.

Event description:
No vacuum during surgery. This occurred twice on the same day. Seems like the tubing is blocked. System showed fine. Changed sets. Finished case. Seems like the stable chamber tubing is collapsing or getting blocked during surgery.